Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument wrist joint could not be operated flexibly. In its natural state, the tip droops and could not be controlled. The procedure was aborted-no patient involvement with no reported injury. Intuitive followed up and obtained additional information. Ports were not placed in patient. No patient was injured. Procedure was completed robotically with another instrument. Issue did occur with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. Issue did occur while the surgeon was attempting to manipulate instruments from the surgeon console. Failure was related to an inability to move the instrument at all (e.g., static instrument). Movements of surgeon did scale appropriately to the instrument. Instrument did move in intended direction. However, the main problem is that during the operation, when the surgeon holding the instrument keeps the tip of the instrument straight and stops operating, the tip of the instrument will naturally droop and cannot remain in a straight position. Timing of instrument was not appropriate. There was no shakiness or friction observed. There was no injury to the patient. No broken cables.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did replicate and confirm the customer complaint. The instrument was found to have a loose pitch cable at the input disk #5 in the proximal end housing. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The instrument was installed on an in-house system and driven. Instrument exhibited imprecise motion in the pitch direction. The grip tips moved in the direction commanded, however a lag or delay in the motion was observed. The pitch cable was found to be loose in the proximal end. The probable root cause is attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end.

Event description:
Refer to h11 for follow-up information.